Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced cardiopulmonary arrest, respiratory failure and deceased. There is no allegation from a health care professional that suggests that the death was device related.